Manufacturer narrative:
Correction: this complaint is not MDR reportable. When there are flow issues during aspiration/drawing up or transferring fluid into a chamber or reservoir due to the misuse (repeated use of the same syringe/needle), this may require the use of a new needle/syringe. This event occurs when the end user is reusing the syringe/needle to aspirate and refill fluid into a chamber/reservoir which is dispensed at a later time. This will not lead to harm or serious injury.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: material no.: 305110; batch no.: unknown. It was reported the needle would not push out insulin. Verbatim: 1. Description of issue: customer reported syringe needle would not push out insulin. 2. Number of occurrences: 1. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 6. For bd product only, are samples available for investigation? No. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: customer declined bd follow up for returning product. No further follow up is required. Cts sent replacement needle tips/cartridges. Customer acknowledged and satisfied. Customer successfully loaded new cartridge and was able to resume insulin at the time of issue.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined. Rationale: no batch#/sample available no further investigation required.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: material no.: 305110 batch no.: unknown. It was reported the needle would not push out insulin. Verbatim: description of issue: customer reported syringe needle would not push out insulin. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. No further follow up is required. Cts sent replacement needle tips/cartridges. Customer acknowledged and satisfied. Customer successfully loaded new cartridge and was able to resume insulin at the time of issue.